Event description:
It was reported that pump displayed malfunction message at start-up, which prevented access to pump functions, and no information was available regarding customer¿s blood glucose value at the time of event. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return affected pump, and distributor coordinated replacement with new pump while device return was expected for further evaluation.